Event description:
Patient developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug.

Manufacturer narrative:
Reported event: (B)(6) female presented to the practitioners office with mucus discharge. Product description: oasis medical form fit hydrogel plug. Product reference: 6303. Product lot: not reported. Date of initial procedure: (B)(6) 2008. Date of complication: (B)(6) 2013. Date removed: (B)(6) 2013. Date reported to oasis: (B)(6) 2013. Discussion: antibiotic and steroid treatment was attempted without resolution. Irrigation was attempted without resolution. Patient was referred to an ophthalmologist who specializes in oculoplastics in (B)(6) 2013. The patient underwent removal of a retained plug in (B)(6) 2013 with full resolution. The device was not returned for evaluation. No conclusion can be drawn as to the direct cause of the reported adverse event.